Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the c-arm's overhead rails had worn grooves and there were loose particles on the floor that seemed to have come from where the bearings road on the rail. Upon troubleshooting, the fse stated that the cause of the ceiling rails failure was in consistent with mechanical wear due to long term operational use. To resolve the issue, the fse replaced frontal stand ceiling rails and its components and performed longitudinal calibration, then the system was successfully tested and returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm's overhead rails had worn grooves that were chipping, with pieces falling into the surgical area, which can contaminate the sterile field. No harm to the patient or user was reported. Philips has started an investigation of this complaint.